Event description:
It was reported that the bur was breaking at weld in an oral procedure. There was no serious injury reported. All pieces were removed. No additional medication was prescribed to patient.

Manufacturer narrative:
Device not returned for evaluation. Lot number of device is unknown.